Event description:
Upon inspection of tracks installation after customer complaint, it was reported by the engineer that the unistrut in loft were not screwed down to joints correctly or not screwed down and were loose. There was no pt involved and no injuries reported.

Manufacturer narrative:
Further info will be provided upon manufacturer's investigation.